Manufacturer narrative:
One used sample was received. The product packaging was not received. The sample did not contain a lot number identification. After cleaning decontamination, the sample was examined in a well-lit area. The item received consisted of the gastropexy anchor and partial suture. The anchor appeared to be intact, with the clear soft shell covering the white plastic portion. The suture extended approximately 1cm from each side of the anchor. The ends of the suture were examined under magnification. One end appeared slightly pinched. The opposite end appeared angled. Root cause could not be determined. All information reasonably known as of 11-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 15-may-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with the same patient, involving two different events. This is the first of two reports. Refer to 9611594-2025-00102 for the second event. It was reported following device placement "the fixation studs failed prematurely", one after 24-hours. It was noted the "balloon and collar were checked and the usual dressing applied." There was no reported injury.